Event description:
Reportedly, on (B)(6) 2026, during implantation there was a defect regarding the helix. It could not be extanded completely.

Manufacturer narrative:
Investigation is still ongoing, results will be provided on the next report.